Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 9am. According to the csr's documentation, the patient does not manage her diabetes with insulin or oral medication. In response to the alleged issue, the patient reportedly continued with her usual diabetes management routine. Two days after the alleged issue occurred, the patient reportedly developed a symptom of sweating. The patient, however, denied receiving any medical intervention/ treatment after the alleged product issue began. At the time of troubleshooting, the csr noted that the patient was not using the proper testing technique per owner's booklet recommendation. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4) 2011: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter's spc test port was found to be dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.